Manufacturer narrative:
Product history records were reviewed and all documents show the device met release criteria. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.

Event description:
The patient had his lens explanted by a consulting physician due to issues with halos and glare. The explanted lens was returned to the implant physician by the patient. Date of explant is unknown.